Event description:
Clinical study. It was reported that 107 days after a coronary drug eluting stenting treatment procedure the patient expired. The lesion being treated in the index procedure was located in the proximal circumflex (prox cx). The physician treated the lesion with placement of a taxus express2 3.00x16mm study stent placed in the prox cx. The patient was discharged 4 days later on plavix and aspirin. At 107 days after the initial procedure the patient expired. The cause of death is unk, and no further information is available at this time.

Manufacturer narrative:
The stent remains in the patient, and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.